Event description:
Patient was non-ambulatory and fell out of wheelchair on (B)(6) 2012. Patient was implanted with tfn on (B)(6) 2012. The patient had poor bone quality and the blade went through the femoral head. There was nothing mechanically wrong with the implant and nothing was broken. There were no plans for revision due to osteoporosis, poor mineral density and the patient being non-ambulatory. The tfn was explanted on (B)(6) 2012. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.